Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of placenta praevia ("placenta previa"), pre-eclampsia ("preeclampsia") and pregnancy with contraceptive device ("second pregnancy I had a c-section with tube removed") in an adult female patient (gravida 6, para 5) who had essure (batch no. B533551-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device on (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced placenta praevia (seriousness criterion medically significant), pre-eclampsia (seriousness criterion medically significant) with hypertension and fluid retention and depression. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (c-section with tube removed/unilateral salpingectomy). At the time of the report, the placenta praevia, pre-eclampsia, pregnancy with contraceptive device and depression outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6). The reporter considered depression, placenta praevia, pre-eclampsia and pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2016, patient had unilateral salpingectomy. With her last pregnancy 2015-2016, she had placenta previa, severe high blood pressure, severe water retention, depression and preeclampsia. The plaintiff experienced a previous pregnancy episodes in 2015 captured under the case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.